Manufacturer narrative:
Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2019 - 02101. This follow-up report is being submitted to relay additional information. No device was returned for evaluation. Review of provided patient xrays confirm disassociation and dislocation. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at this time.

Manufacturer narrative:
(B)(4). No device will be returned for review as it was discarded at the site. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for a third time to address ongoing distal body disassociation from the srs im stem. The im stem was removed was removed and replaced. No further information has been made available at this time.